Event description:
It was reported that, during an ukr surgery, the gears on handpiece jammed and did not allow surgeon to burr. The handpiece was swapped out. Surgery was not delayed. The patient was not harmed. Investigation results determined a bent drill guide support as jammed gears.

Manufacturer narrative:
The device, used in treatment, was returned for investigation. The probable cause of the issue was a mechanical component failure. DHR review found that no conditions that could contribute to the reported event were found. The reported product met manufacturing specifications prior to being released for distribution. A complaint history review found similar reports. Functional inspection was performed by inserting the long attachment backwards into the handpiece and could not be inserted, indicative of a bent drill guide support. This is reasonable because the drill guide support on the handpiece is aluminum. This would have led to the reported homing errors. A relationship between the device and the reported event could be established. The malfunction is likely due to mechanical component failure from bending of the handpiece drill guide support.